Event description:
Event verbatim [preferred term] fleece covers half, therefore, powder leaks out [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), device lot number l44151, expiration date mar2018, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated fleece covers half, therefore, powder leaks out on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation results received on 30jan2017 were as follows: summary: the root cause is identified as method/procedure category. Document is unclear or lacking detail. Although shiftly cils were accomplished, which should remove excess glue build up in the vicinity of the web within the gawa, the overspray condition can occur at any time during production. There was no guidance for specific areas to be cleaned, periodicity of cleaning or visual management cues. The menstrual product carrier web is a high elongation carded (hec) material used as the body side element of the wrap. This material is a lightweight material (37 grams per square meter (gsm) which is applied from unwind stand (uws) 0. The carrier travels under the heat pack maker (hpm), where the cell pack is assembled, to glue head 0-2 located at the hpm discharge area. At glue head 0-2, glue is applied to the carrier web before transitioning to be joined with the cell pack webs. The carrier web has a target width of 562mm; the glue application to the carrier web for the menstrual product is 550mm leaving 6mm of web on each side of the glue pattern. If there is a shift in the web tracking as the carrier web transitions through glue head 0-2 the glue may overspray onto the dead plate. If this occurs, and the glue begins to build up over time, it can push the carrier web to the opposite side. This will cause the carrier web to bunch together as well as leave part of the cell pack uncovered, as was observed in the returned sample. The shiflty cils for the gawas step 2 says: "inspect bottom of glue shield and surrounding areas over web. There should be no heavy glue globs, "spider webs", or other extraneous substances." "Inspect web for proper quality and tracking (no holes, fold overs, wrinkles, tears, etc.), ensure all tracking and breakout optics, fife heads, and the overall web path (idlers, compression rolls, turning bars, and vacuum conveyors, etc.) Are clear of glue build-up and chemistry. When time allows, clean off." Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: the event "fleece covers half, therefore, powder leaks out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. Company conducted an investigation, and the root cause for this event was identified, CAPA was implemented, and no further action is recommended.

Manufacturer narrative:
Summary: the root cause is identified as method/procedure category. Document is unclear or lacking detail. Although shiftly cils were accomplished, which should remove excess glue build up in the vicinity of the web within the gawa, the overspray condition can occur at any time during production. There was no guidance for specific areas to be cleaned, periodicity of cleaning or visual management cues. The menstrual product carrier web is a high elongation carded (hec) material used as the body side element of the wrap. This material is a lightweight material (37 grams per square meter (gsm) which is applied from unwind stand (uws) 0. The carrier travels under the heat pack maker (hpm), where the cell pack is assembled, to glue head 0-2 located at the hpm discharge area. At glue head 0-2, glue is applied to the carrier web before transitioning to be joined with the cell pack webs. The carrier web has a target width of 562mm; the glue application to the carrier web for the menstrual product is 550mm leaving 6mm of web on each side of the glue pattern. If there is a shift in the web tracking as the carrier web transitions through glue head 0-2 the glue may overspray onto the dead plate. If this occurs, and the glue begins to build up over time, it can push the carrier web to the opposite side. This will cause the carrier web to bunch together as well as leave part of the cell pack uncovered, as was observed in the returned sample. The shiflty cils for the gawas step 2 says: "inspect bottom of glue shield and surrounding areas over web. There should be no heavy glue globs, "spider webs", or other extraneous substances." "Inspect web for proper quality and tracking (no holes, fold overs, wrinkles, tears, etc.), ensure all tracking and breakout optics, fife heads, and the overall web path (idlers, compression rolls, turning bars, and vacuum conveyors, etc.) Are clear of glue build-up and chemistry. When time allows, clean off."

Manufacturer narrative:
Summary: the root cause is identified as method/procedure category. Document is unclear or lacking detail. Although shiftly cils were accomplished, which should remove excess glue build up in the vicinity of the web within the gawa, the overspray condition can occur at any time during production. There was no guidance for specific areas to be cleaned, periodicity of cleaning or visual management cues. The menstrual product carrier web is a high elongation carded (hec) material used as the body side element of the wrap. This material is a lightweight material (37 grams per square meter (gsm) which is applied from unwind stand (uws) 0. The carrier travels under the heat pack maker (hpm), where the cell pack is assembled, to glue head 0-2 located at the hpm discharge area. At glue head 0-2, glue is applied to the carrier web before transitioning to be joined with the cell pack webs. The carrier web has a target width of 562mm; the glue application to the carrier web for the menstrual product is 550mm leaving 6mm of web on each side of the glue pattern. If there is a shift in the web tracking as the carrier web transitions through glue head 0-2 the glue may overspray onto the dead plate. If this occurs, and the glue begins to build up over time, it can push the carrier web to the opposite side. This will cause the carrier web to bunch together as well as leave part of the cell pack uncovered, as was observed in the returned sample. The shiflty cils for the gawas step 2 says: "inspect bottom of glue shield and surrounding areas over web. There should be no heavy glue globs, "spider webs", or other extraneous substances." "Inspect web for proper quality and tracking (no holes, fold overs, wrinkles, tears, etc.), ensure all tracking and breakout optics, fife heads, and the overall web path (idlers, compression rolls, turning bars, and vacuum conveyors, etc.) Are clear of glue build-up and chemistry. When time allows, clean off."

Event description:
Event verbatim [preferred term] fleece covers half, therefore, powder leaks out [device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), device lot number l44151, expiration date mar2018, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated fleece covers half, therefore, powder leaks out on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation results received on 30jan2017 were as follows: summary: the root cause is identified as method/procedure category. Document is unclear or lacking detail. Although shiftly cils were accomplished, which should remove excess glue build up in the vicinity of the web within the gawa, the overspray condition can occur at any time during production. There was no guidance for specific areas to be cleaned, periodicity of cleaning or visual management cues. The menstrual product carrier web is a high elongation carded (hec) material used as the body side element of the wrap. This material is a lightweight material (37 grams per square meter (gsm) which is applied from unwind stand (uws) 0. The carrier travels under the heat pack maker (hpm), where the cell pack is assembled, to glue head 0-2 located at the hpm discharge area. At glue head 0-2, glue is applied to the carrier web before transitioning to be joined with the cell pack webs. The carrier web has a target width of 562mm; the glue application to the carrier web for the menstrual product is 550mm leaving 6mm of web on each side of the glue pattern. If there is a shift in the web tracking as the carrier web transitions through glue head 0-2 the glue may overspray onto the dead plate. If this occurs, and the glue begins to build up over time, it can push the carrier web to the opposite side. This will cause the carrier web to bunch together as well as leave part of the cell pack uncovered, as was observed in the returned sample. The shiflty cils for the gawas step 2 says: "inspect bottom of glue shield and surrounding areas over web. There should be no heavy glue globs, "spider webs", or other extraneous substances." "Inspect web for proper quality and tracking (no holes, fold overs, wrinkles, tears, etc.), ensure all tracking and breakout optics, fife heads, and the overall web path (idlers, compression rolls, turning bars, and vacuum conveyors, etc.) Are clear of glue build-up and chemistry. When time allows, clean off." Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment the event "fleece covers half, therefore, powder leaks out " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "fleece covers half, therefore, powder leaks out " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.